Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all testing in the laboratory and no anomalies were identified. Evaluation of implantable catheter serial number (B)(4) revealed a tear in the seal material near the guide ring of the connector which did not affect functionality of the device during testing in the lab. The catheter was found to be patent and passed pressure testing. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 4 mg/ml morphine, 2 ,000 mcg/ml fentanyl, and 2 mg/ml bupivacaine, all with unknown dosages. Other medications included tylenol and tramadol. The reason for use was not reported. Medical history included osteo-arthritis and atrial arrhythmia. It was reported that the pump is ineffective for pain relief. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter dye study done on (B)(6) 2018. It showed normal function of the catheter. Interventions/actions that were taken to resolve the issue included multiple dose changes that were made to see if they could make it more effective. On (B)(6) 2019, they took the drug out of the pump and put saline in it to prep for the explant. The pump and pump segment of the catheter were explanted. The spinal segment remains in the patient. The physician did not want to risk a csf leak. The issue was not resolved at the time of the report. The hcp has no further information for the manufacturer. The patient status was listed as ¿alive ¿ no injury.¿ the products were returned to the manufacturer for analysis. There were no further complications reported/anticipated.